Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the patient was reportedly hospitalized (date and duration not reported) and was treated with an infusion therapy (type not reported). The implanted device remains.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 due to an infection and the patient was reimplanted with a new device during the same surgery. It was also reported that the cochlear implant was evaluated on october 27, 2016 using the integrity test system. The results indicated neither evidence of malfunction with the receiver/stimulator nor electrode faults.